Event description:
It was reported by service report that the power cord had a nick in the outer sheathing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord had a nick in the outer sheathing.